Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned baton where they were able to duplicate the reported loss of image when the video baton cable was manipulated near the strain relief. Upon review of the device history for the serial number (B)(4) was determined that the device was manufactured on 13-feb-2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, five (5) years caused or contributed to the event. Since the customer received a replacement and there are no repairs available for this device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable of the video baton was manipulated where the cable enters the handle. The procedure was completed with another glidescope system, which was made available within five (5) minutes. No harm to the patient or user was reported.